Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-sep-08, information was received from a patient receiving morphine via an implantable pump for non-malignant pain. It was reported the patient's pump was alarming every minute and it would not turn off. The alarm first started "like maybe about a year ago" and started as "maybe once or twice per day, sometimes not even per day". Now the alarm was going off "every minute or less than a minute". The patient stated they did not currently have medication in the pump, but had morphine in the pump at the start of the event. No symptoms or patient complications reported.